Manufacturer narrative:
Follow-up #1 date of submission 06/08/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the pump black box data revealed multiple warnings related to prime. During testing, the pump primed the tubing with insulin with an attempted load step, emptying the cartridge. The force sensor calibration measured at 0 and did not meet specifications. The force sensor resistance also did not measure within specifications. Further investigation revealed that a force sensor pin was cracked. Unrelated to the complaint, the battery compartment was observed to be cracked. The initial report was submitted against the cartridge in error. The primary product of this report is the one touch ping insulin infusion pump.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.